Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient's ipg was having inadequate stimulation and stimulation was causing more pain. It was noted that the patient had back spasm, stabbing and burning pain that radiates down her legs. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm, model#: sc-4316, lot #: 16552650, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient¿s ipg was having inadequate stimulation and stimulation was causing more pain. It was noted that the patient had back spasm, stabbing and burning pain that radiates down her legs. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's explant procedure was cancelled and no further course of action will be taken.

Event description:
A report was received that the patient's ipg was having inadequate stimulation and stimulation was causing more pain. It was noted that the patient had back spasm, stabbing and burning pain that radiates down her legs. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure. No device malfunction was suspected. The explanted ipg was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was having inadequate stimulation and stimulation was causing more pain. It was noted that the patient had back spasm, stabbing and burning pain that radiates down her legs. The patient will undergo an explant procedure.